Event description:
It was reported that the reciprocating saw has stopped during surgery. It was necessary to knock on the handpiece's battery to get it worked again. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - associated products: unknown universal handpiece; item# unknown; lot# unknown; serial# unknown. Unknown universal battery; item# unknown; lot# unknown; serial# unknown. G2 - foreign: france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10 - associated products: universal mod elec/batt dbl trig hp; item# 89-8507-400-00; lot # 5012241, serial# (B)(6) universal battery for atk; item# 89-8510-440-20; serial# (B)(6) universal aseptic transfer kit housing; item# 89-8510-440-10; lot# 5012250 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, d10, h1, h2, h3, h6, h11 investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Review of the most recent repair record determined the reported issue could not be duplicated; however, the blade locking mechanism was worn and was malfunctioning. The device was returned unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and serial combination. With given information, a definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.